Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient has experienced pain at ipg site since (B)(6) 2020 due to losing weight and other medical conditions. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the full scs system was explanted. Surgical intervention addressed the issue.